Manufacturer narrative:
A05, a1102: localizer unresponsive a110201: unresponsive d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown; product ID: 9735737, software version #: 2.1.0 go2008: software g02018: emitter h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system encountered intermitted ¿localizer faulted¿ message during an electromagnetic (em) shunt procedure. The message coming up occasionally did not cause an interruption in navigation for the surgeon. After the surgery the local representative (cc) booted the system back up to find both the camera and main cart software was unresponsive, they were unable to click buttons with the mouse. The cc rebooted the system, got back into the cranial application, and checked the em diagnostics from the navigation page. The page showed no errors, and she did not get a localizer faulted message pop up. She tested several ports on the breakout box and two different instruments with no replication of the initial issue. Because the system froze upon boot up, she deleted some older patient data. The system then had 645 gb available out of the 853. The cc powered the system on and off (unplugging in between boot ups) three times without replicating the freezing issue. There was no reported delay to the procedure. There was no reported impact tot he patient.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause of the localizer faulted error was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. However, log analysis found that the segmentation fault in qmlguiservice and the system unresponsiveness was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.